Event description:
Pt arrived at clinic and reported his "pump" leaked. Pt states he had blood on his abdomen and was able to clean with soap and water and changed his shirt. Pt does feel that the leak was after the 5fu pump had completed. Pt did clamp the tubing attached to the huber needle and had no more leaking. Disconnected pump and went to flush via neutron adapter. Flush sprayed out via lower area of port tubing not at a connection on the tubing. Explained to pt I would need to deaccess port needle and re-access in order to flush the right chest port. Able to re-access and flush port without issue with both ns and heplock.